Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an acl with bucket handle meniscus repair that when the surgeon deployed the ti, the two t's were deployed at the same time. A backup was available to complete the procedure. There was no report of patient injury.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided and could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies.